Manufacturer narrative:
(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the autoclavable camera head exhibited error 226 (scope communication error). The issue was identified during reprocessing. There were no reports of patient involvement.